Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the em mode was not available. Although the em interface was connected with the main cart it was not able to communicate with the main cart. The cable from the em interface box had damage. The em interface box was replaced and the em mode was able to be used. The cause of the battery symptoms was not determined. The system passed system checkout and was functioning as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was an em mode and battery fault. The em interface was not working and when the power cable was removed from the wall the system would shut down directly. There was no patient involvement.